Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 5max ace reperfusion catheter. During preparation for the procedure, upon removing it from its packaging, the physician found the 5max ace reperfusion catheter broken at the proximal part of its catheter and therefore was not used.

Event description:
The patient was undergoing a thrombectomy procedure using penumbra system 5max ace reperfusion catheter. During preparation for the procedure, upon removing it from its packaging, the physician found the 5max ace reperfusion catheter broken at the proximal part of its catheter and therefore was not used.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter was fractured approximately 2.0 cm from the hub underneath the strain relief. Conclusion: the compliant has been evaluated. The complaint indicates that during the removal of the penumbra system 5max ace reperfusion catheter from its packaging, it was broken in the proximal shaft. Evaluation of the returned device confirmed that the penumbra system 5max ace reperfusion catheter was fractured in the proximal shaft underneath the strain relief. This type of damage typically occurs when the device is improperly handled during removal from its packaging. If the catheter is removed from the packaging hoop at an angle, it may fracture due to excess force. The penumbra system 5max ace reperfusion catheters are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.